Event description:
Information was received from a consumer via manufacturer representatives regarding a patient who had an advanced evaluation. It was reported on (B)(6) 2017 that per the patient they were still in the hospital for observation because they had vomited after the evaluation. Additional information received on 2017-06-28 reporting that the patient had stated they had not collected data due to still having light leaking and they were in a little pain. The manufacturer representative assisted the patient with increasing stimulation to 0.5 v on program 1. It was stated that per the patient they were doing okay overall. Additional information received on (B)(6) 2017 reported that the patient still had not had a bowel movement and had constipation. The patient was taking miralax and stool softener. Additional information received on 2017-06-30 reported that the patient was still not able to have a bowel movement and that the patient planned on using an enema. Additional information received on (B)(6) 2017 reporting that the patient had diarrhea due to drugs from surgery. This had started on (B)(6) 2017. The patient stated that they had about 7 bowel movement episodes that they considered diarrhea due to all the drugs that they were given at the time of the advances evaluation surgery. It was reported that the patient was normal again on the day of the report ((B)(6) 2017). It was reported that this issue had resolved. It was reported by a consumer via a manufacturer representative on 2017-07-08 that the patient had diarrhea on the day of the report. There were no applicable environmental factors, diagnostics, or interventions. It was unknown if the issue had resolved at the time of the report or if a surgical intervention occurred. Patient weight and medical history were also unknown but patient status was confirmed to be alive with no injury. No further complications were reported.